Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The caller was instructed to plug the wall adapter into a functioning outlet for at least 30 minutes, after which the pump began charging successfully using different charging supplies.